Event description:
There was a blood leak in the header of the f160 dialyzer within the first half hour of the treatment being initiated. There was an intermittent blood leak alarm noted and the treatment was discontinued. There was a visible blood leak in the header of the dialyzer and the blood was not returned. There was no blood work or antibiotics required at the time of the event. The defective unit was handled as per protocol.